Event description:
Sorin group (B)(4) received a report that the s5 roller pump displayed an error message during a case. There was no report of pt injury.

Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) mfrs the s5 roller pump. This incident occurred in (B)(6). This MDR report is being submitted on behalf of the device MFR - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The pump was returned to sorin group (B)(4) for eval. A review of the pump's memory confirmed that the error message had been logged. Testing of the returned pump reproduced the issue and found that the problem was caused by the torque of the shaft encoder being out of specification. The shaft encoder was replaced and the issue was resolved. No further action is deemed necessary.